Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407652 lead; implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.